Manufacturer narrative:
As received, the attachment could support the reported complaint. However, a root cause could not be determined. Production and quality testing of the attachment was not performed as the device was not in working condition. Microscopic evaluation revealed some dents and scratches on the attachment head. Dents on the bur tube and set assembly were also observed. Some debris within the cap cavity was also seen. Attachment was sent to (B)(4) for further evaluation. Results from (B)(4) stated the head and push button are very dirty and the gears are worn. The wear was caused by pressing the push button when attachment was still running.

Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a cap came off from a midwest e handpiece while in use. Nothing fell into the patient's mouth and no injury resulted.